Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that one of the leads had migrated which was confirmed via x-ray. The patient underwent a lead revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.